Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent left total knee arthroplasty on (B)(6) 2006. During post-operative monitoring, it was noted the patient experienced pain, swelling, effusion, noise and poly wear. Subsequently, the patient was revised on (B)(6) 2014 due to pain, swelling and clicking. During the procedure, it was noted that the cement was not adhered to the femoral component. Bony cysts near the femoral pegs and in the distal femur were also noted. The femoral component, tibial bearing, and tibial tray were removed and replaced.

Event description:
It was reported patient underwent a left total knee arthroplasty on (B)(6) 2006. Subsequently, the patient was revised on (B)(6) 2014 due to pain, swelling and clicking. During the procedure, it was noted the cement was not adhered to the femoral component and was loose.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity.¿